Manufacturer narrative:
The product has not returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
The customer filed a cartridge with 300 units of insulin, but the gauge only displayed 205 units after completion of the load process. This issue did not affect the customer's blood glucose level.